Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs and alarming button error. Customer's blood glucose level was 126 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.